Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when attempting to bolus. The customer also reported a button error alarm occurring. Customer's blood glucose was unknown. The customer reported possible moisture exposure to the insulin pump from sweat. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.